Event description:
This is a spontaneous report from global pharmacovigilance (gpv) on behalf of the customer to corporate product surveillance with supplemental information provided by a nurse in the USA to report a home patient (hp) that experienced peritonitis due to a break in aseptic technique coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The cause of peritonitis was break in aseptic technique (onset date not reported). Follow-up information was received from a nurse on (B)(6) 2012, which medically confirmed this report. The home patient's breach in aseptic technique, and peritonitis. The patient was retrained on aseptic technique. On an unknown date, the patient was discharged from the hospital. The treatment for the peritonitis is unknown. The client was reportedly recovering from the event with no additional information available.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.